Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 7 cm diameter abdominal aortic aneurysm. It was noted that the patient was originally turned down for the procedure due to a short aortic neck and tight access. It was reported that the physician attempted to implant the stent graft. The implant was successful, however, extended time to cannulate the renal arteries and gain access to the aneurysm led to acidosis, heart failure and death. The physician states the death was not device-related. A review of returned films pre-implant revealed that there was a minimal proximal neck; less than 5mm in length and approximately 19mm in diameter. The maximum aaa diameter was 7.5cm, which contained significant thrombus. The iliacs were severely calcified and tortuous. It likely that the challenging (off-label) anatomy may have contributed to the extended procedure time and patient outcome.